Event description:
Lock syringes with plastic luer lock tip stick at 5cc mark sometimes evident with some syringes, this is evident when empty, other syringes not evident. Until syringe is filled and air is expelled. When these syringes are used with a syringe pump, the infusion will stop and alarm at the 5cc mark and infusion cannot be continued due to pressure in syringe.